Event description:
At 4 months post sacral colpopexy, patient complaining about pelvic pain. "After the implant was in for 6 months, the mesh was removed."

Event description:
"It appears that the mesh was infected with pseudomonas."